Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: please provide photos of the compromised packaging --please refer to the photos. Which part of the packaging was damaged: shipping box, internal packaging, etc.? --please refer to the photos. Do you believe this is a result of damage during shipping, or a manufacturing error? Unk is the sterility of the device compromised? Yes was the implant received in the compromised packaging implanted? If so, why? (No backup device, surgeon saw no harm, etc.) No a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The primary package was found damaged prior to planned use. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one open overwrap packet and one msda folder that pertains to product code d10069 were received for analysis. During visual inspection of the returned sample, the sterile barrier was found to be compromised: pinholes were observed in the tyvek and on the bottom of the msda folder. Further investigation showed that the needles were not positioned correctly within the package, which likely caused the puncture in the cavity. Two photos were provided showing the following: the first photo shows a needle through the msda packaging, and the second photo shows damage to the tyvek. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through eth quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.